Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. According to the account, the low flow alarms were due to volume overload and right heart failure, as well as a potential gastrointestinal (gi) bleed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh), right heart failure, and gi bleeding could not be conclusively determined through this investigation. The patient was admitted for low flow alarms and was found to have elevated ldh. It was also noted that a tumor was found in the cecum during a colonoscopy. The account reported that the low flow alarms resolved following diuresis and a blood transfusion. The patient remains ongoing on heartmate 3 lvas support. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists right heart failure, bleeding, and hemolysis as possible adverse events that may be associated with the use of the hm3 lvas. Section 4 of this document describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm. This section also explains that changes in patient condition can cause low flow, such as hypertension. Section 6 of the IFU explains patient care and management, including how to address right heart failure, as well as typical treatment options. This section also contains guidance for anticoagulation regimes, as well as international normalized ratio (inr) goals. Section 7 of the IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The alarms and troubleshooting section of the hm3 patient handbook explains how the low flow hazard alarm presents on the system controller and what actions should be taken to resolve the alarm. A section on handling emergencies is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had elevated lactate dehydrogenase (ldh), low pump speed, and low flows on (B)(6) 2020. The site had concerns for pump thrombosis and the patient was admitted. The submitted log file confirmed the low flow events. Pump thrombosis was not confirmed, but esophagogastroduodenoscopy and colonoscopy revealed tumor in cecum. This was concerning for gastrointestinal bleed, which resulted in transfusion of 1 unit of packed red blood cells to resolve low hemoglobin/hematocrit count. There was also concern for right ventricular failure and volume overload, which resulted in diuresis. He is still inpatient awaiting treatment recommendations and has diarrhea.